Event description:
It was reported that during the attempted implant procedure, the helix did not extend after being retracted for different site selection of myocardium. It was also reported that after testing on the table, the helix extended out with a jerk and did not retract again. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was also noted that the distal conductor fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.